Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one bd nexiva closed IV catheter system ¿ single port with maxzero¿ needleless connector 20 ga 1.25 in (1.1 x 32 mm) has been found with the needle piercing through the catheter during use. The following has been provided by the initial reporter: it was reported that when threading the catheter, the wire went through the plastic catheter tip causing the IV to blow. Per email: concern description: I have previously submitted a report on the same issue. When the nurse was attempting to start and IV, when threading the catheter the wire went through the plastic catheter tip and the IV blew.

Event description:
It has been reported that one bd nexiva closed IV catheter system ¿ single port with maxzero¿ needleless connector 20 ga 1.25 in (1.1 x 32 mm) has been found with the needle piercing through the catheter during use. The following has been provided by the initial reporter: it was reported that when threading the catheter, the wire went through the plastic catheter tip causing the IV to blow. Per email:concern description: I have previously submitted a report on the same issue. When the nurse was attempting to start and IV, when threading the catheter the wire went through the plastic catheter tip and the IV blew.

Manufacturer narrative:
A device history review was conducted for lot number 8025512 our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, evaluation of the returned sample revealed that the ¿v clip¿ was manipulated and partially pulled out of the tip shield. The needle was bent in the area near the retaining washer. Pushed the needle to the out position for evaluation; the needle was bent at approximately 1.50¿ from the needle tip. Pulled the needle back through the grip, at which point the needle met slight resistance due to the bend. Although the disengagement was successful, the needle tip did not secure in the tip shield due to the damage caused to the v clip. Dissected the needle/grip assembly for further observations of the ¿retaining washer¿. Although there was a small arch in the washer caused from the probing of the bent needle through the hole, there were no anomalies or damage to the retaining washer that would restrict the needle from disengaging. Note that the needle in the condition received (bent) would not assemble properly during manufacturing and would induce damage to the catheter assembly, hence that there was no visible damage to the catheter/adapter assembly. Unfortunately, the root cause for this complaint could not be determined at the conclusion of our review.